Event description:
It was reported that during a whipple procedure, the (B)(4) and (B)(4) clips were cutting through the vessels. There was bleeding however the amount of blood loss is unknown. The patient received a blood transfusion however the number of units is unknown. Another clip applier and suture were used to complete the procedure.

Manufacturer narrative:
(B)(4). Three additional messages were left with the surgeon's office by ees medical director. In addition, an email was sent to the email address provided by the office manager. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information is unavailable; device not available for evaluation. Device not received. Additional information was provided by the surgeon: the (B)(4) clips were scissoring while being fired across the portal vein causing the clips to cut through the structure. The patient received 1 unit of blood intra-operatively as a result of this incident. The (B)(4) clips were also scissoring, but not the cause of the transfusion. The surgeon used weck clips to complete the procedure and the bleeding was controlled. (B)(6) post-op the patient presented with bleeding and was taken back to the operating room. The surgeon was unable to identify if the bleeding was a result of the initial challenges with the (B)(4) clips. The patient is a young, healthy, (B)(6) woman, and is currently still in ICU. A supplemental medwatch will be sent with an updated patient's status. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.